Event description:
Tech found the bed in "down" storage. Cause of problem unk. No pt impact reported. Head up function is not working. Function does not work manually or under power.

Manufacturer narrative:
Tech found that the head up function was not working. Function does not work manually or under power. Replaced head up valve guide tube to resolve this issue.